Event description:
Patient had a cosmetic saline breast augmentation greater than 15 years ago by a plastic surgeon in (B)(6). She purchased a warranty at that time from (B)(4) to cover the cost of the implant once it ruptured. Pt had surgery on (B)(6) 2014 and removed the deflated left saline implant and replaced it with an (B)(4) saline implant.